Event description:
It was reported that the customer was hospitalized with high blood sugars. Troubleshooting indicated that the device was working properly, however, the customer does not feel comfortable with it since his blood sugars has been running high the last several weeks.